Event description:
It was reported that ¿after long-term driving against the flow tester the flow was laid¿. There was no patient involvement.

Manufacturer narrative:
G4, d9, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.